Manufacturer narrative:
On-site investigation was performed. The claimed issue could be confirmed during troubleshooting - the internal leakage and pressure transducer test failed during pre-use check. According to the received information, the spring of the nozzle unit was broken. According to provided information maintenance kit and air gas module were defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Device logs were not provided. Our conclusion is that the failure which was caused by nozzle units, resulted from not complying with the instructions in the service manual. The cause of the claimed issue caused by air gas module in this customer product complaint has been determined. The issue was related to defective gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).